Event description:
It was reported that the patient received a hip replacement on her right side on (B)(6) 2011. This particular stryker hip has since been recalled. Patient's difficulty is that the hip placement turned in her right knee making it very difficult to walk even after 12 months of physical therapy. Patient's new surgeon believes he can adjust the small piece that connects the two major parts of the stryker hip to correct the turned in knee. Because this stryker hip has been recalled he is unable to obtain the part he needs to make it possible for the patient to walk properly again. The patient is writing to ask for help in making this part available to her new surgeon so that she can walk again.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either unknown rejuvenate/abgii modular neck. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding loss of mobility involving an unknown rejuvenate/abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported loss of mobility is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient received a hip replacement on her right side on (B)(6) 2011. This particular stryker hip has since been recalled. Patient's difficulty is that the hip placement turned in her right knee making it very difficult to walk even after 12 months of physical therapy. Patient's new surgeon believes he can adjust the small piece that connects the two major parts of the stryker hip to correct the turned in knee. Because this stryker hip has been recalled he is unable to obtain the part he needs to make it possible for the patient to walk properly again. The patient is writing to ask for help in making this part available to her new surgeon so that she can walk again.